Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, the device was interrogated and found out that the battery resistance was low. Another device was applied and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported event of high battery impedance was not confirmed. Device image showed that battery impedance was high at the time of implant and this was due to exposure to cold temperature. Analysis performed did not find any anomaly, battery impedance measurement was within specification. A longevity calculation was performed and device was in the normal range of operation with appropriate remaining longevity.